Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer also reported that the insulin pump had cracks. The customer's blood glucose was around 200 mg/dl at the time of incident. The customer stated that they gave correction by bolus. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner, a cracked belt clip slot and a missing end cap sticker.